Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range unknown. On (B)(6) 2016 inratio inr = 2.3. On (B)(6) 2016 inratio inr = 1.6. On (B)(6) /2016 inratio inr = 1.9. Coumadin: after results on (B)(6) 2016, 3mg mon/tues/thus/sat, 2mg wed/fri/sun. Patient unable to state if normal dosage or if dosage had changed due to results on (B)(6) 2016. Patient admitted to hospital due to recent tia from (B)(6) 2016, patient received heparin, no comparison results available. Hospitalization not inr related. On (B)(6) 2016 dr. Poc inr = 3.4; inratio inr = unknown result, 0.9 off from dr's poc. Patient went back to hospital (B)(6) 2016 due to recent tia, patient received heparin. No comparison data available. Repeat hospitalization not inr related. On (B)(6) 2016 lab inr = 3.3.

Manufacturer narrative:
Investigation/conclusion: further investigation cannot be pursued because there is no strip lot number and the product was not returned.